Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. Evaluation of the 2 photos confirmed the presence of fm in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there were debris and impurities inside 10 tubes. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there were debris and impurities inside 10 tubes. No patient impact reported.

Manufacturer narrative:
D2 medical device type: gim: gim. D3 common device name: tubes, vacuum sample, with anticoagulant. E.8. Initial reporter facility name: (B)(6) hospital,(B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.